Event description:
A talent occluder device was used in a pt for the endovascular treatment to occlude the left common iliac artery approx one month ago. Aneurysm and vessel morphology were not reported. It was reported that the product was implanted about one month past its expiration date. There were no issues with the implant procedure, and no pt complications. There were no issues with using the occluder device during the procedure and the final angiogram was good. The occluder completely occluded the left common iliac artery as intended. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4), results: (use of device after the expiration date). Eval, conclusion: (use of device after the expiration date).